Event description:
Status led no longer showing any thing after pad-pak replaced. Led was working before change but now is not. AED will still power on. No patient involved.

Manufacturer narrative:
The device history records for the sam 350p device were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed.. The sam 350p passed ¿out qat from heartsine technologies on the 9th october 2015. The device was returned with the reported fault of ¿no status indicator¿. Upon device receipt the status indicators were failing to illuminate. The fault was attributed to excess silicone on the membrane tail and upper case which had affixed the tail in a tighter bend. This tighter bend on the tail had placed additional stress on its tracks resulting in an intermittent connection on track 5 (status_led_a).this would account for the status indicators failing to illuminate, as track 5 provides power for both status leds. As the operation of all the leds were verified during final unit test, h032-014-004, it is concluded that the additional stress on track 5 had resulted in reduced conductivity on this track over time. The issue shall be initially progressed to nc and further investigated under CAPA (pr2330022). It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
Status led no longer showing any thing after pad-pak replaced. Led was working before change but now is not. AED will still power on. No patient involved.